Manufacturer narrative:
Manufacturing site: manufacturing site could not be identified because the product lot number information was not available.

Manufacturer narrative:
Manufacturing site: (B)(4). Device evaluation could not be performed because the affected device was discarded by the user facility. Lot history records review could not be conducted because lot information was unavailable. All the shipped products were inspected in the production process and satisfied the product specifications and release criteria; therefore, it was concluded that there was no anomaly in product quality. Based on the provided information and referring to known similar events, it was presumed that bending stress generated with wire manipulation in attempts to cross the severely calcified lesion had likely caused the reported separation of the tip of the confianza pro 12 guide wire. The applied stress would accumulate and therefore exceed the product design limit when the tip was being trapped and restricted its movement in the subintimal space. It was concluded that this event was not attributed to product quality. No CAPA will be taken. Instructions for use (IFU) states: [warnings] observe movement of this guide wire in the vessels. Before this guide wire is moved or torqued, the tip movement should be examined and monitored under fluoroscopy. Do not move or torque the guide wire without observing corresponding movement of the tip; otherwise, the guide wire may be damaged and/or trauma may occur. In addition, ensure that the distal tip of this guide wire and its location in the vessel are visible during manipulations of the guide wire. Never push, auger, withdraw, or torque this guide wire that meets resistance. Torquing or pushing this guide wire against resistance may cause damage and/or tip separation of this guide wire or direct damage to a vessel. Resistance may be felt and/or observed under fluoroscopy by noting any buckling of the guide wire. If the prolapse of the guide wire tip is observed, do not allow the tip to remain in a prolapsed position; otherwise damage to the guide wire may occur. Determine the cause of resistance under fluoroscopy and take any necessary remedial action. If resistance is felt due to spasm, bending of the guide wire, or due to trap while operating this guide wire in the blood vessel or removing it, do not torque and/or pull the guide wire itself. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guide wire is moved excessively, it may break or become damaged, which may cause blood vessel injury or result in fragments being left inside the vessel. [Malfunction and adverse effects] separation of the guide wire.

Event description:
Sus voluntary event report #: mw5101612 was received from the us distributor. It was reported that the tip of an asahi confianza pro 12 guide wire detached and remained in the right posterior descending artery (rpda) during a percutaneous coronary intervention (pci) to treat a severely calcified thrombotic lesion in the entire right coronary artery (rca). "Access was obtained in the access: right common femoral artery using micropuncture and modified seldinger technique and a 6fr sheath was placed over the wire. Subsequently the sheath was upgraded to an 8 french long sheath for better support. Access was obtained the right common femoral vein using fluoroscopy and micropuncture and a 5 french sheath was placed. Subsequently 6 french pigtail was used to cross the aortic valve and lv pressures were recorded. After which an 8 french al 0.75 guide catheter was used to engage the rca. After confirming that act was therapeutic run-through wire was used to cross the lesions in the rca with support from micro catheter turnpike lp, the wire was advanced into the rpl without any resistance. Subsequently as sion blue wire was advanced into the rpda using a turnpike lp catheter as well. Predilation of the lesion in the rpl was performed with a 2.0, followed by 2.5 compliant balloon. Predilation of the rpda was performed with a 3.0 compliant balloon. Further lesion for ablation of the rca was performed with 2.5 angiosculpt and a 3.0 angioscope balloon. After this 2.75 by 15 mm xience sierra stent was deployed in the rpl. The balloon was removed and the stent was crushed with a 3.0 noncompliant balloon. After which a 3.5 x 23 mm xience sierra stent was deployed from the distal rca extending into the rpda crushing the stent in the rpl at nominal pressure. Subsequently a 5.0 x 30 mm, 5.0 x 30 mm, 5.0 x 26 mm and a 5.0 x 26 mm resolute stents were deployed in overlapping fashion from the distal rca extending into the proximal rca. An angiogram was performed which showed excellent angiographic results reducing the lesion from 99% to 0% improving flow to timi-3. After this I turned my attention to the distal bifurcation. I attempted to rewire the rpl using workhorse wire and a turnpike lp with a run-through wire. However I was not able to get into the rpl. Subsequently attempted a sion blue wire and a fielder fc but both were not successful. At this point the sion blue wire which was in the pda was retracted back try to get access into the rpl but was not successful. While trying to do so I lost access into the rpda. I attempted to rewire the rpda with sion blue but was not able to set successfully cross into the lesion. I escalated wires to a fielder fc, fielder xt, pilot 50, whisper but none of them could cross back into the rpda. I also attempted to perform balloon dilations of the ostium of the rpl including subsequent balloon dilation with a 3.0 and a 3.5 noncompliant balloon. However this did not help in the wiring of the rpda. I also attempted to deflect the wire of the balloon in the rpl but there was not successful either. While I was trying to wire the rpda due to plaque shift there was loss of flow into the rpda. Subsequently I used twin-pass microcatheter to try to get back into the pda, however the twin-pass could not be advanced into the distal rca. Subsequently I used an over-the-wire balloon and attempted to wire the rpda using a confianza pro 12 wire. The wire did cross into the rpda but it appeared in the subintimal space. While I was trying to retrieve the wire, the tip of it broke off and got dislodged in the subintimal space in the rpda. Further attempts were performed using a fielder fc, fielder xt, xt and whisper wires but none of them were successful in crossing back into the rpda. Intravascular ultrasound was used, which showed good stent expansion and apposition in the rca, I was not able to advance it into the distal rca. Patient was hemodynamically stable and chest pain-free. Angiogram was performed which showed sluggish flow into the rpda with timi-3 flow in the rest of the rca. I discussed with dr. (B)(6) with CT surgery. Since patient was hemodynamically stable and chest pain-free medical management was recommended. At this point I had reached the contrast and radiation threshold so further attempts were not performed. There was evidence of small hematoma at the groin site. The long sheath was pulled back, repeat angiogram was performed without any evidence of active extravasation. I pulled the sheath, attempted to achieve hemostasis using a perclose device but unfortunately that did not take. Manual pressure was held and hemostasis achieved. Common femoral vein, sheath was pulled as well.